Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an associated alarm. This occurred during initial drain of peritoneal dialysis therapy while the patient was connected. The patient could not identify any obvious issues with the supplies that would cause or contribute to the air. The patient was advised to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.